Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. Customer¿s blood glucose level was above 527 mg/dl. Customer reported they had lost signal and they would call back for another no sensor signal issue. It was unknown if customer was using auto mode at the time of incidence. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.